Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that every time they try to charge for the last 3 months, the implant takes 3 hours to charge. Patient also said they always make sure they are in the position that says excellent. Patient inspected recharger and controller port, but did not see any damage. Patient reset controller and cleaned connections. Patient then started a recharge session and reported the controller battery was at 80% and the implant was at 60%. Patient checked recharging speed and confirmed they were on speed 4. Patient then ended the call before agent could review further information. Agent documented information given during the call.